Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the patient fell and jammed their shoulder causing high impedances, high thresholds, and a fracture on the right ventricular (rv) lead. The rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.